Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 381-400 mg/dl with high ketones. Customer was treated with electrolytes, intravenous unspecified fluids and insulin to address bg level. At the time of the reported issue with tandem technical support the customer was still admitted to the ICU. Reportedly, the cause for the issue was due to a cartridge alarm occurring during the load sequence. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.